Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure (batch no. C61338) inserted. The patient's medical history included paratubal cyst. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: path gross. Description part a specimen, labeled bilateral fallopian tubes is received in formalin and identified with two patient identifiers. The specimen consists of two tubular structures, measuring 1.0 cm in diameter by 7.4 cm in length and 1.0 cm in diameter by 5.0 cm in length. Both are serially sectioned. The larger tubular structure has an attached fluid filled cyst, measuring 0.9 x 0.8 cm. The smaller tubular structure has two attached fluid filled cysts, measuring 0.8 cm and 0.7 cm. An attached silver metallic coil is present within the larger structure, measuring 3.0 x 0.2 cm, and a detached silver metallic coil is noted detached from the smaller structure, measuring 8.0 x 0.2 cm. Further sectioning of each tubular structure reveal a stellate lumen. Representative sections are submitted in two cassette(s). Sections are labeled as follows: al = larger tubular structure, a2 = smaller tubular path final diagnosis a comment: segments of fallopian tubes, with bilateral paratubal cysts present. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure (batch no. C61338- not valid) inserted. The patient's medical history included paratubal cyst. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: path gross description part a specimen, labeled bilateral fallopian tubes is received in formalin and identified with two patient identifiers. The specimen consists of two tubular structures, measuring 1.0 cm in diameter by 7.4 cm in length and 1.0 cm in diameter by 5.0 cm in length. Both are serially sectioned. The larger tubular structure has an attached fluid filled cyst, measuring 0.9 x 0.8 cm. The smaller tubular structure has two attached fluid filled cysts, measuring 0.8 cm and 0.7 cm. An attached silver metallic coil is present within the larger structure, measuring 3.0 x 0.2 cm, and a detached silver metallic coil is noted detached from the smaller structure, measuring 8.0 x 0.2 cm. Further sectioning of each tubular structure reveal a stellate lumen. Representative sections are submitted in two cassette(s). Sections are labeled as follows: al = larger tubular structure, a2 = smaller tubular path final diagnosis a comment: segments of fallopian tubes, with bilateral paratubal cysts present. Lot # c61338 reported is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.